Event description:
It was reported that the surgeon inserted and removed a micl13.7 implantable collamer lens, due to using the wrong size lens. The incision was not enlarged or sutured. A smaller lens was implanted.

Manufacturer narrative:
No complaint against the lens.